Event description:
It was reported that the patient had this pump since 5 years (specific device details not provided), was doing well until he noticed a pocket swelling (specific date unknown). Per the healthcare provider (hcp), the initial surgeon aspirated pocket and cultured the contents. It was confirmed to be csf (cerebrospinal fluid). It was added that the patient was asymptomatic and hcp was thinking of doing a dye study. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
The following was previously reported in manufacturer's report# 3007566237-2013-00080: [hcp reported a catheter complication was suspected. There was a very large cerebral spinal fluid (csf) collection around the pump. The fluid was collected and tested. Confirmation was received that the fluid around pump was csf. A lumbar puncture was done and dye was injected during a CT myelogram. They could see the dye enter the intrathecal space and flow in csf. "Nothing out of the dural insertion point" was noted. They noted dye pooling around pump. The catheter appeared to be fractured a few mm away from where the catheter inserts into the pump. The fracture was seen just below the rim of the pump itself. Some dye extravasated there on the CT image. The patient was getting therapeutic relief. The patient's dose was weaned down and his symptoms returned, "he did get more spastic", so it was known he was getting medicine. Surgery was scheduled for (B)(6) 2012. The pump was delivering baclofen. It was later reported that the patient experienced pain related to palpation of the fluid filled pump pocket. It was suspected that the patient's catheter was disconnected from the pump connector as a "gap" was seen in an x-ray. The patient was asymptomatic. The catheter was noted to be cracked at the pump connector. The pump was noted to have been removed prophylactically since patient was going to the operating room. No underdose or overdose symptoms were reported, and the patient's therapeutic benefit was maintained. The patient's pump pocket was tapped, and fluid was found to contain csf. A CT myelogram was negative, and a catheter fracture was found in the operating room. The fracture was located in the pump connector tip. The patient was noted to continue to be receiving effect therapy after the catheter revision.

Manufacturer narrative:
Catheter model/serial#: unk, implant/explant: unk. (B)(4).

Manufacturer narrative:
Correction: the manufacturing site ID has been corrected for this report. Concomitant medical products: product ID 8711000001, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2012. Product type: catheter: product ID 8711000001, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2012. Product type: catheter. (B)(4). Analysis of the pump revealed no anomalies. Analysis of the catheter revealed a broken suture ring in the pump connector.